Event description:
Philips initially received a complaint on the mx40 1.4 ghz smart hopping device indicating that a speaker malfunction error was displayed and the device was not producing audio. The device was not in use.

Manufacturer narrative:
The customer spoke to a philips remote service engineer (rse) and decided to send the device to philips bench for evaluation. The repair facility technician preformed diagnostic testing on the device speaker and found that the device speaker was producing audio. The device passed all functional testing. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The rft proactively replaced the device speaker - foxlink d speaker - 453665031201. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.